Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced higher than normal blood glucose (bg) levels (in the 300's (mg/dl) for the past week. The contact indicated bgs may be due to the carbohydrates consumed by the customer but not accurately counting for those carbohydrates before delivering boluses. To address the bg level, the contact indicated that correction boluses would be delivered, infusion site and tubing would be changed, and would consult with health care provider to have the settings reviewed for possible adjustments.